Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed "low impedances" and a small superior vena cava (svc) defibrillation coil impedance spike. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. The svc defib impedance was steady at 72 ohms through (B)(6) 2017, rises to 101 ohms starting (B)(6) 2017. Alert for out of range subthreshold lead impedance on (B)(6) 2017. Concomitant product: model: d334drg, ICD; implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for exceeding the programmed svc impedance limit of 100 ohms. Lead interrogation shows a slight impedance rise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.